Event description:
The reporting hcp states doing meter to hcp meter comparison tests for an unidentified pt. The pt's meter readings were 165 and 154 mg/dl, and the hcp's accucheck meter result was 293 mg/dl. No symptoms were reported. Control solution testing was not done due to lack of supplies. On followup, the rptr verified that the strip insertion had been correct, and stated that hcp would review testing procedures with the pt. No harm was alleged.